Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, wear abrasion and opening curved. A visual and microscopic analysis was performed which identified: sharp opening on anterior and stress marks. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported right side rupture, "fold in implant" and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "fold in implant" and capsular contracture, baker grade IV. Device remains implanted.